Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the o-rings/stopper groove for anomalies, and none were found. Ran the basal, bolus leaking test, and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was mg/dl at the time of the call. The customer stated that the leak is occurs during priming he device. The customer was sent replacement reservoirs.